Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.